Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the diagnostic logs and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿vent inop¿ message, alarmed with a "backup ventilation in progress" message and had a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.